Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a below-knee arterial stenosis case, the visual indicator of a 5f exoseal vascular closure device (vcd) never changed. The entire system was pulled out, so they switched to manual compression. There were no reports of patient injury. A 5f exoseal vascular closure device (vcd) was opened and used to achieve hemostasis. An antegrade approach was used for treatment. The user said they followed the normal routine. The user followed the usual steps, blood flow stopped, and they withdrew the 5f exoseal vascular closure device (vcd) while watching the visual window. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f 10cm non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device will not be returned for evaluation as it was discarded at the facility.

Manufacturer narrative:
Complaint conclusion: as reported, during a below-knee arterial stenosis case, the visual indicator of a 5f exoseal vascular closure device (vcd) never changed. The entire system was pulled out, so they switched to manual compression. There were no reports of patient injury. A 5f exoseal vascular closure device (vcd) was opened and used to achieve hemostasis. An antegrade approach was used for treatment. The user said they followed the normal routine. The user followed the usual steps, blood flow stopped, and they withdrew the 5f exoseal vascular closure device (vcd) while watching the visual window. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f 10cm non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18362585 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.